Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification, and 80% stenosis, a 3.0x15 rx xience prime stent delivery system (sds) was advanced but could not cross the lesion due to resistance with the balance middleweight (bmw) guide wire and the stent dislodged proximally from the marker but did not fully come out from the balloon. The stent delivery system was withdrawn with the dislodged stent. A 3.5x15 xience prime was advanced over the same bmw guide wire and implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The balloon material was shredding at the proximal balloon seal, which was not noted prior to use and likely occurred as the stent advanced over the balloon/shaft during dislodgement. The resistance between the stent delivery system and guide wire was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.